Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the receiver displayed an out of range signal for about 12 hours. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.